Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient was inappropriately treated one time by the lifevest. It was reported that the patient lost consciousness prior to the shock delivery. Vf that self-converted one second prior to shock delivery contributed to the false detection. The response buttons were not pressed during the event. The patient went to the hospital for evaluation after the event. It was reported that when the patient lost consciousness, he hit his head on the pavement, and scraped above his eye and his elbow. Follow-up revealed that the patient's scrapes and bruises were healing without medical intervention.